Event description:
A healthcare professional reported that an ophthalmic blade was found to be dull prior to a vitrectomy surgery. The surgery was completed using another device. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 CFR 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (b)(4).